Event description:
Events reported from insel gruppe ag - 3064, via swissmedic report. Events reported as thrombus after frozen elephant trunk. Thrombus at the distal stent end of the frozen elephant trunk is a well-known complication. In the literature, the incidence is given as about 8-16%. Recently, we have had the impression that this complication is occurring more often in our country. The site compiled the cases of the last three months, it was found that 5 out of 12 patients had a distal thrombus, which is significantly higher than the rate described in the literature. This is significantly higher than the rate described in the literature. In addition, there was a case with serious clinical consequences last november. Despite careful intra-operative measures and established avoidance strategies on our part, thrombi formation continues to occur, which is why we would like to report this

Manufacturer narrative:
Clinical code: 4440 - thrombosis/thrombus: the site reported the event as a thrombus. Impact code: 4648 - insufficient health impact information: awaiting further information. Medical device problem code: 3190 - insufficient device problem information: awaiting further information. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid > occlusion/thrombosis > all failure categories (excluding emboli/stenosis) jan22- jun26, this gave an occurrence rate of 0.206%. Increasing trend was identified and meeting was arranged with sme's(subject matter experts) to review this trend and discuss next steps at this time. 3331 - analysis of production records: comprehensive batch review was performed, no issues were identified and the device was manufactured to required specification. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.